Manufacturer narrative:
The patient was previously admitted for driveline infection on (B)(6) 2019 which is captured under MFR #2916596-2019-04859. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to university of chicago due to increased brown drainage from the driveline site. The patient stated drainage started about a month ago, but has gotten progressively worse despite taking prescribed oral antibiotics for a over a month. The patient stated that dressings are changed daily instead of weekly. The patient denied chest pain, shortness of breath, n/v/d/c, chills, hematuria, melana, dizziness, fever, and chills. Driveline culture showed resistant to cipro and required IV antibiotic therapy. Blood cultures were negative. The patient was admitted to 4 week and started on ceftaz. Coumadin was held to place a tunnel PICC line in interventional radiology (ir) on (B)(6) 2019. Coumadin was restarted and the patient was bridged with a heparin bridge. Pain was controlled on pro re nata (prn) tramadol and norco. The patient was discharged home in stable condition with plan for hhrn to start continuous ceftaz upon discharge. No further information was provided.